Event description:
A one step button was removed during an enteral feeding device exchange procedure on a female patient (weight unknown) in 2007. According to the complainant, "when th[e] osb [one step button] was pull[ed] to the abdomen wall for [an] exchange, 2cm of the gastric wall [which] was punctured got torn. Therefore, the dome was placed between the gastric wall and [the] abdomen wall. No abnormal bleeding [was] noted. The patient went into surgery immediately [for removal of] the button. The gastric wall was sew[n] up [and] after several days, the patient [received] a nasogastric tube for feeding." The physician stated that "the gastric wall was weakened by aging [and] the roughness of [the] plastic tube caused this incident." Following the procedure, "no patient complications [were] noted."

Manufacturer narrative:
The device has not been received; therefore, a failure analysis is not available and the relationship between the device and the event is undetermined. The october 2007 15-month one step button - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.